Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76", "defib fault 80", "bridge test fail", and "discharge fault" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.